Event description:
The product involved is a tego¿ connector that leaked an unspecified, small amount of blood despite being connected correctly. No large amounts of blood were seen, but there was a stain on the patient's clothes. Treatment was canceled and the tego changed. The tego had been switched on monday, and this happened on friday at 9:00am. Actilys and intralock were being used as catheter lock solution. There was patient involvement however no harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Thirteen new d1000 tego connectors were returned for investigation and received on 3/31/2022. Subsequent pressure and vacuum leak testing was conducted with no leakage observed. The complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.